Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were large air bubbles in the luer lock connection. The user¿s blood glucose level was 158 mg/dl. The user successfully primed the tubing to remove air bubbles.